Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the emergency room. During device check the interrogation was normal, it was noted that the pulse generator had reached - elective replacement indicator - then reverted into backup vvi mode. Restoration could not be performed. The device was explanted and replaced successfully.